Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Unable to confirm excessive no delivery alarms due to motor error alarm. Insulin pump received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer was connected to his old insulin pump at the time of call. The motor error alarms occurred during basal delivery. The customer was able to complete the rewind process. Customer's blood glucose level was not reported. While checking the alarm history the motor error alarm reoccurred. The displacement test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.